Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. The customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 612 mg/dl and a high ketone level identified as dangerous by healthcare provider. The customer addressed bg by a manual insulin injection and received assistance with intravenous fluids and insulin therapy. The customer was released on (B)(6) 2024 with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.